Event description:
On (B)(6) 2021, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, duodopa intestinal tube was received by abbvie due to a knotted j tube. On (B)(6) 2024, a sample return evaluation was completed which revealed a bezoar on the j tube.

Manufacturer narrative:
Reference record: (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. A knotted j tube return sample was received at abbvie for examination. The entire length of j tubing was returned (cut in two pieces prior receipt.). One piece was attached to the click adaptor and partially within the peg tubing. The piece with the bolus was within the other piece of the peg tube (with internal fixation plate). A bezoar was visible around the j-tube bolus. Each of the returned components appear well worn. H6 code of 4581 was chosen to capture the event of bezoar. Bezoar is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.